Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of a left total hip due to poly wear.

Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was not confirmed. Not performed as the reported device was not returned for evaluation. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no similar other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, patient history, x-rays, progress notes and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Revision of a left total hip due to poly wear.